Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported during the implant procedure that after multiple attempts to position the patient's right ventricular (rv) lead because of poor sensing, the helix became stuck and would not extend or retract. The lead was removed and another lead used. No patient complications have been reported as a result of this event.